Event description:
It was reported resistance when closing the pump door, occasionally. The nurse thought it may be due to the sears. This was reported to bd representatives during site visit. Cpc encouraged the nurse to send the device to biomed if this happens. Generalized feedback, no additional information, no products available for investigation. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.